Manufacturer narrative:
Additional information: g3, h3, h6 visual evaluation of the photo provided by the reporter shows the tip of the anchor is broken off. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/16/2024, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm broke upon immediate advancement of the screw. This was discovered during an mpfl reconstruction procedure on (B)(6) 2024. All the broken fragments were removed, and the case was completed successfully. Additional information requested.